Manufacturer narrative:
The system controller was returned to the MFR for eval. During visual inspection, a slice in the outer grey insulation of the white power lead at the connector end was noted. The slice was superficial and did not compromise the underlying conductors. The black power lead of the system controller was connected to the power module, and the controller alarmed red battery and lost power. The pump stopped event while the white power lead was still connected. The system controller was immediately disconnected and upon further eval of the black power lead, broken wires were identified at the housing end of the black power lead. One of the broken wires found was the brown wire (battery fuel gauge line) which is responsible for monitoring battery power, when this wire is compromised, it can interrupt power to the system controller when tethered to a power module. The cause of the damage to the black power lead could not be conclusively determined during the eval. The log file downloaded from the system controller was reviewed and was consistent with the investigation findings of the compromised black power lead of the system controller. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The patient was implanted with a left ventricular device (lvad). It was reported by the vad coordinator that the patient received a broken audio tone alarm on his system controller. The patient exchanged the system controller. The patient remains ongoing.